Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the coating on the tip of the needle came off when it became stuck to the ultrasound probe used for guiding. They were able to collect the stuck coating from the ultrasound probe when the probe was removed from the patient. There was no injury to the patient.